Event description:
Symptoms/ae: femoral endarteritis, femoral abscess. Time of symptoms/ae: seven days after vessel closure. Device malfunction: none. It was reported that a physician achieved arteriotomy closure of the right femoral artery using the perclose a-t device after an interventional procedure. Reportedly, seven days post-procedure, the pt presented with an access site abscess. The pt was rehospitalized and a groin exploration performed revealed the presence of right femoral endarteritis. The pt underwent an endarterectomy and femoral-popliteal bypass with no complications and improved pt condition. A culture and sensitivity revealed an infection, which was treated with long-term vancomycin. The pt was discharged to home 10 days later, afebrile; vancomycin was continued at the time of discharge. Though requested, no additional information has been provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.